Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces also with corroded battery tube. No button error alarms noted. The insulin pump has minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons do not respond. The reporter did not know the blood glucose reading. There were no significant events leading to the alarm observed. The customer was advised that the insulin pump needs to be replaced.